Event description:
J-stylet instrument broken off outside the vertebral body. Physician obtained an orthopedic consult and the surgeon was afraid the broken piece was too far anterior to retrieve safely. He was concerned about vascular damage trying to retrieve it. He suggested a CT scan and then a vascular surgery consult.

Manufacturer narrative:
The j-stylet and curved cannula were received and analyzed. The distal end of the curved cannula was sheared, the distal end of the j stylet was broken off.

Event description:
J-stylet instrument broken off outside the vertebral body. Physician obtained an orthopedic consult and the surgeon was afraid the broken piece was too far anterior to retrieve safely. He was concerned about vascular damage trying to retrieve it. He suggested a CT scan and then a vascular surgery consult. Additional information was received from the physician. He reported that the patient had hardened bone, and that postoperatively the patient did well. The CT scan post-operatively showed that the broken piece of the j-stylet was in the adjacent to the venal caval complex. The patient had a 2nd CT scan with contrast which showed no signs of extravasation in the vena cava. The vascular surgeon who was consulted stated that it was a higher risk to remove the broken piece than to leave it in place and monitor it. The patient states at times he does feel like he feels something there.